Manufacturer narrative:
In response to FDA report number mw5083841. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "muscle pain, breast pain" and "rupture." Patient additionally reported "autoimmune, fatigue, exhaustion, headaches, breast implant illness, chronic illness, crohn¿s, ibs, weight loss, shortness of breath, brain fog, insomnia, stiff joint, ¿sensitive to sound, dry skin, no libido, hair loss, swollen lymph nodes;" these events are not device related. Device status is unknown.